Event description:
Device malfunction: knot lock, foot break. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician, trained in use of the proglide 6f suture-mediated closure (smc) system, attempted femoral arteriotomy closure after an unspecified procedure. There was a reported knot lock and the suture wouldn't tighten. Closure was achieved with a second proglide and there was no pt adverse sequelae. Upon investigation of the returned device, however, a foot break was found. The reporter could not confirm if the foot break occurred during or after the closure procedure. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation showed that the device had a posterior foot break. The plunger, suture, link, needles and cuffs were not returned. No malfunction was detected and we were not able to determine the root cause. Review of the device history record for this lot did not produce any findings relevant to this investigation.